Manufacturer narrative:
B1 & b2: boxes checked.

Manufacturer narrative:
A4: correction weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place wherein lead was explanted and replaced to address the issue. During the procedure there was likely a fracture on the lead as seen by the physician.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000065897. Date of event is estimated.

Event description:
It was reported that one of the patients leads has high impedances preventing them from entering MRI mode. Surgical intervention may be taken at a later date to address the issue. The investigation did not determine which lead the issue was related to.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.